Event description:
It was reported during the patient's (B)(6) trial she experienced intermittent stimulation due to the trial cable disconnecting from the extensions. Follow-up revealed the patient successfully completed the trial with effective stimulation.

Manufacturer narrative:
Results - the open circuit reported from the field was confirmed. Both of the returned cables were tested with lab leads and were found to have loose connections. It was concluded that this could have caused the open circuit message observed on the mts and intermittent stimulation reported from the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.